Manufacturer narrative:
The device and onestep CPR complete electrodes were returned to zoll canada for evaluation. The returned pads were visually inspected with no irregularities noted. A photo provided by the customer of the burn site showing a burn pattern similar to the geomtry of a portion of the tin's edge suggesting the edge may have not been completely coupled to the skin. A review of the device activity log shows a large difference between the measured impedances, which is evidence of poor coupling between the patient and the electrode pads being used. Electrode labeling states the importance of good placement on the patient and provides instruction for proper electrode application technique. Zoll recommends that patients are cleaned and hair is clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. Poor adherance and/or air under the electrodes can lead to the possibility of arcing and skin burns. A nalysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown); after removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the patient sustained a second-degree burn.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.